Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty sensor resistor. Motor passed motor test. Pump passed the operating currents measurement, self test, error test and displacement test. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched and cracked display window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.